Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2138-70, (B)(4) description:linear lead, 70 cm with pre-loaded 0.012 inches stylet the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient underwent a lead explant due to infection. Reference (MFR report # 3006630150-2010-02178). The patient's symptoms were redness and swelling following a skin graft. The physician chose to explant one of the patient's lead. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient underwent a lead explant due to infection. Reference (MFR report # 3006630150-2010-02178). The patient's symptoms were redness and swelling following a skin graft. The physician chose to explant one of the patient's lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information received indicated that the culture indicated no (B)(6). The patient was placed on (B)(6) of flucloxacillin. The patients leads were occipital and the patient shaves his head and the tip of the lead caused irritation. The irritation continued after the skin graft.